Manufacturer narrative:
Unit was not received in manufacturing mode noted. Insulin pump was returned for power error alarm. The power management tool confirmed pump error was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit was received with minor scratched lcd window, peeling keypad overlay, scratched keypad overlay, scratched display window cover, cracked case(battery tube), cracked battery tube threads, cracked case, scratched case and cracked retainer.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had power errors alarms. Troubleshoot was performed. The pump was not able to charge. Customer blood glucose at the time of incident 160 mg/dl. Customer states power error happened during normal use. The insulin pump will be returning for analysis.